Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Event description:
It was reported that the patient had an episode of adams-stokes. It was noted that the lead exhibited high thresholds, high impedance, and was suspected to be dislodged. The lead was attempted to be repositioned, however, the guide wire was unable to be inserted into the lead. A new lead was implanted successfully. No further patient complications have been reported as a result of this event.